Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. Troubleshooting was performed. Found multiple prime deliveries within a two minute period. The customer is legally blind, and stated that she may have over infused during the manual prime. Nothing further was reported.